Event description:
A caller reported a cartridge alarm issue. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller in loading a new cartridge correctly, enabling them to successfully resume insulin therapy and resolve the issue.